Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was discarded at the site. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report that after a mitraclip procedure, an atrial septal defect (asd) closure device was implanted. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade of 4. One clip was implanted, reducing mr to less than 1. After the procedure, an atrial septal defect (asd) closure device was implanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for reported atrial perforation could not be determined in this incident. The reported patient effect of atrial perforation (atrial septal defect) as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.